Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised approximately 4 years post-operatively due to wear of the articular surface.